Event description:
A nurse reports that a crack was noticed on the intraocular lens (iol) after insertion. The incision was enlarged to accomodate removal of the iol. Another iol was successfully implanted. Additional information has been requested.

Event description:
Addition info was provided by a nurse at the user facility: the cracked intraocular lens (iol) was removed successfully through an enlarged incision. Another lens was inserted and three single interrupted sutures were required.